Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No confirmed lot number information is available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two knives were dull during an intraocular lens implantation surgery. An alternate knife was obtained order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Two opened knife samples were received in blisters for the report of being dull. The returned samples were visually inspected and were found to be nonconforming with surgical debris, damaged tips and damaged cutting edges. Penetration testing could not be performed due to the damaged condition of the samples. No lot number was identified with this complaint therefore, a device history record review could not be conducted. The photos attached to the parent complaint were reviewed by the manufacturing site. The photos are of nine loose knives within blisters unrelated to the qs file, two photos of a surgical tool and a hand written note. The reported issue of dull could not be confirmed from the photos. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customer's reported issue of dull blades. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).